Event description:
A cartridge alarm was reported by the customer while the pump was in use. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support resolved the issue by arranging for a replacement pump with updated software and provided necessary training via the tandem source account. The customer confirmed understanding of the procedures, including storage and return of the problematic pump to tandem, and planned to use multiple daily injections as backup therapy until receiving the new pump.